Manufacturer narrative:
Supplemental report submitted to include additional information. Added h6 device code. The device was returned for evaluation and as per the preliminary evaluation of the returned device, it was found that there was a radial burst at proximal shoulder and the distal part of the balloon and the nose tip was missing. The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. As reported, an open the femoral access procedure was performed to remove the end of the balloon. No damage was noted on the esheath.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device not returned.

Event description:
Edwards received notification from our affiliates in france. As reported, this was a case of an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. The patient presented mild degree of native annular calcification. During valve deployment, the balloon of the commander delivery system burst. The valve was successfully implanted. When removing the commander, additional force was applied to pull the balloon back inside the esheath and the balloon broke. Complete occlusion of the right iliac axis occurred and caused acute ischemia of the right lower limb. The patient was intubated and transferred urgently to the operating room. Diagnostic arteriography found a piece of balloon in the sub renal aorta, and an occlusive 14f introducer in the right iliac. The piece of the balloon in intra aortic was pulled out with a lasso and a new 14f introducer. The patient's evolution was favorable during the hospitalization and was discharged home. As per medical opinion, the root cause of the balloon burst was the calcification.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The per preliminary pre-deco observations. A 26mm commander delivery system was returned with loader cap over flex shaft. The handle was in the unlocked position, 0% fine adjust used and in the straight position. A radial balloon burst was noted at the proximal shoulder. The distal part of the balloon and nose tip were not returned. The complaints of balloon burst, withdraw difficulty, and distal tip separation were confirmed by visual inspection of the returned device and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per event description, there was evidence of calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst, withdrawal difficulty, and balloon separated was confirmed through imaging evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per event description, there was evidence of calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon burst, the altered balloon profile likely made it susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.